Manufacturer narrative:
Batch review performed on 08 september 2025: liner: mpact 01.32.3252hcat hooded pe hc liner ø32/g (k132879) lot 181530: (B)(4) items manufactured and released on 15-jun-2018. Expiration date: 2023-05-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices also involved: mpact 01.32.160mh acetabular shell ø60 multi-hole (k132879) lot 145867b: (B)(4) item manufactured and released on 16-june-2020. Expiration date: 2020-05-18. No anomalies found related to the problem. Ball heads: cocr 01.25.022 cocr ball head 12/14 ø32 mm size m (k072857) lot 177203: (B)(4) items manufactured and released on 08-feb-2018. Expiration date: 2023-30-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a dislocation of the head from the liner. The surgeon believed the dislocation was due to the cup being retroverted and underreamed from the primary surgery. At about 4 years and 2 months post primary the surgeon revised the cup, head and liner. The surgery was completed successfully.